Event description:
The customer's blood glucose (bg) level subsequently increased to 49 mg/dl. Customer drank orange juice to address high bg. Customer declined to troubleshoot the issue with tandem technical support; therefore, the allegation could not be confirmed.